Event description:
New information noted that there was no malfunction on the lead. The lead was capped electively.

Manufacturer narrative:
Additional information:b5.

Event description:
It was reported that the right atrial lead was explanted. Further information was requested however, was not provided.